Event description:
The complainant reports that following 6 months placement and during the enteral feeding device replacement it was observed that the tip of the boster had become detached. The piece was eliminated by the pt through normal peristalsis. The procedure was completed with no reported adverse affects to the pt.